Event description:
It was reported that, the user experienced prolonged hyperglycemia for approximately six hours followed by hypoglycemia while using the pump system. During the hyperglycemic period, the pump delivered corrective insulin, and oral glucose was administered during the subsequent hypoglycemic episode. Alerts for both high and low glucose occurred, and a caregiver provided non-medical assistance due to concern. No clinical manifestations were reported during the events. The outcomes included transient functional limitation related to elevated and low glucose levels requiring corrective actions; however, no medical intervention or hospitalization was required. The investigation included complaint intake review, as well as troubleshooting and education provided to the caregiver, including guidance on supply changes and continued glucose monitoring. Review of the case revealed that the cause of the hyperglycemia and subsequent hypoglycemia was unclear. No device malfunction was confirmed, and the user was utilizing a cannula infusion set. The events were managed through automated system corrections and oral carbohydrate administration. Based on previously established findings for similar reports, the cause was determined to be indeterminate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.